Event description:
Information received from the field does not address the patient's clinical status but notes a capture anomaly and "open circuit fracture of atrial lead. Interrogated 1990 impedance".~~~~~~~~~